Manufacturer narrative:
Follow-up #1: date of submission 12/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2015 with the following findings: the black box contained dates from (B)(6) 2015 to (B)(6) 2015. The black box data/histories for the event have been overwritten due to continued use of the pump. The available total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 33 mg/dl associated with an inaccurate delivery issue. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached for more information. This complaint is being reported because the patient allegedly experienced hypoglycemia due to an unknown cause while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.